Event description:
It was reported the patient presented prior to a pacemaker upgrade. Interrogation revealed the atrial lead had decreased p-wave amplitude sensing and elevated capture thresholds. The atrial lead was capped and replaced on (B)(6) 2023. The patient was discharged following the procedure.